Event description:
It was reported that a patient with an implantable neurostimulator experienced pain, discomfort, soreness, pinching, swelling, and redness at the implant site. The patient presented with a cervical incision that was red, inflamed, bulging, and had reopened or split open. A picture of the incision was sent to the physician, who determined that additional surgical intervention was required, specifically battery explant and relocation. The issue was ongoing and the surgical date was unknown at the time of the report. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.